Manufacturer narrative:
The unit did not have a button error alarm during testing. No moisture damage was found on the electronic assembly during visual inspection. However, the unit had an intermittent act button response due to moisture damage on the keypad traces. The unit had a minor scratched lcd window, a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, and a scratched reservoir tube window.

Event description:
The customer called in to report a button error alarm and that the device may have been exposed to moisture through humidity. The customer's blood glucose level was 130 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.